Manufacturer narrative:
Relevant tests/laboratory data, including dates: added information. Patient code 1 and device code 1: corrected codes.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for a right common iliac artery aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. The patient presented with calcified common iliac arteries and it was planned to coil and overstent the right hypogastric artery. After having performed initial deployment of a gore® excluder® trunk-ipsilateral leg component rlt261412, the contralateral gate was observed to have opened fully inside the patient¿s straight but narrow aortic neck. However, the physician unsuccessfully attempted multiple times to cannulate the contralateral leg hole. To help the situation, the approach was then taken to cannulate the contralateral side from proximal via the brachial artery. These repeated attempts were equally frustrated as there was the impression that each time shortly before entering the contralateral part of the trunk component, the wire appeared to be peculiarly diverted towards the ipsilateral side. As the suspicion prevailed that the contralateral side was somehow closed at the top, the physician elected to balloon the trunk above the flow divider via the ipsilateral leg, hoping that widening would also prompt the contralateral gate to open and facilitate cannulation. It was however noticed that there was still no flow at all through the contralateral leg hole. Since the situation could not be remedied, the decision was made to occlude the right common iliac artery with an amplatzer® plug and perform a crossover bypass. Reportedly, there were no other anatomical issues and the absence of a thrombus was confirmed. According to the physician's final assessment and looking at post computed tomography images, the cannulation attempts failed due to the aorta being just too narrow.